Manufacturer narrative:
Investigation results: a complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. (Leakage) --a review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. (Needle dull / blunt) --a review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. (Needle disengagement difficult) --a review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient requires plasma exchange therapy for acute myelitis and needs an arteriovenous access. When using this indwelling needle, skin penetration was difficult, needle insertion was challenging, and after insertion, the steel needle could not be withdrawn smoothly. Blood leakage occurred during steel needle removal.